Manufacturer narrative:
Combination product: yes.-

Event description:
It was reported that the lead was explanted due to pacing impedance <200 ohms and oversensing.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut into 3 segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragments. In particular 24 cm distal to the is-1 connector pin the insulation was found abraded through, in this region the conductor cable leading to the rv shock coil was found exposed. This insulation damage is assumed to be the root cause of the reported oversensing and low pacing impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the conductor cable leading to the ring electrode was found fractured at 17 cm proximal to the lead tip and the rv shock coil stretched. These damages probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.